Event description:
Osteo-medullary biopsy (iliac posterior) for exploration of febrile thrombocytopenia compatible with lymphoma potential. Operation in intensive care to an intubated and sedated patient. First puncture with a first device of the brand jamshidi: failure to recover a marrow core, needle removed with indentation detected (not present before the puncture). Second puncture with a second device of the same brand: needle got broken at the end of the care, with 5cm of needle still in place in the bone.

Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. Two samples were returned to our quality engineer for investigation. Upon visually inspecting the product, one needle was identified to be bent while the other was broken, verifying the reported failures. A device history review was performed and found no non-conformities related to this issue for lot 0000941005. All procedural and functional requirements were verified to have been properly met prior to release of the product. The inner and outer needle are provided by a supplier. As these components are not modified by bd we cannot identify a root cause related to our process. It was determined these failures possibly occurred due to an issue with the material on the inner and outer needles. Bd has initiated an investigation request to supplier and we will continue monitoring trends of this failure for future occurrences.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Osteo-medullary biopsy (iliac posterior) for exploration of febrile thrombocytopenia compatible with lymphoma potential. Operation in intensive care to an intubated and sedated patient. First puncture with a first device of the brand jamshidi: failure to recover a marrow core, needle removed with indentation detected (not present before the puncture). Second puncture with a second device of the same brand: needle got broken at the end of the care, with 5cm of needle still in place in the bone. No emergency extraction because risk of bleeding.